Manufacturer narrative:
Update to b5 to clarify the following, which was clarified in the ticket (B)(6) 2025: customer reported 2 patient samples that were originally understood to be false negative results when running the alinity m hr hpv assay. Customer later clarified that the final patient results are consistent with their expectations. There is no discrepancy in results. There was instead a manual sample ID mix up. Given the absence of any allegation or evidence suggesting discrepant results, the event does not meet the criteria for a reportable incident. Therefore, it is being classified as not reportable. This MDR is no longer considered a reportable event.

Event description:
Customer reported 2 patient samples that were originally understood to be false negative results when running the alinity m hr hpv assay. Customer later clarified that the final patient results are consistent with their expectations. There is no discrepancy in results. There was instead a manual sample ID mix up. Sample ID (sid) (B)(6) was run on (B)(6) and generated an invalid result. On (B)(6), the same sample was then repeated on alinity mp, transferred correctly to alinity m and processed successfully. The result was detected for other hr hpv a. To confirm, the customer ran the same patient sample again (new tube from alinity mp), and the result was again detected for other hr hpv a. Between steps 1 and 2, the customer mistakenly ran a different sample tube but used the wrong ID (B)(6). This incorrect run reported "not detected". The same scenario was experienced with sid (B)(6); no discrepancy "user error". The final patient results are consistent with the customer's expectations. There is no discrepancy in results.

Manufacturer narrative:
Update to investigation conclusion code no problem detected, 67, to unintended use error caused or contributed to event, 61, which better reflects the conclusion of "customer later clarified that the final patient results are consistent with their expectations. There is no discrepancy in results. There was instead a manual sample ID mix up."

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hpv amp kit, list number 09n15-090, which is the same/ similar to the alinity m hpv amp kit, list number 09n15-095, which is us FDA approved.

Event description:
Customer reported 2 patient samples that generated false negative results when running the alinity m hr hpv assay. Sample ID (sid) (B)(6) was run on (B)(6) and generated a not detected result. By error the customer ran the sample a second time and upon repeat the sample generated a result of other hr hpv a. To confirm the result, on (B)(6), the customer again repeated the same patient sample (new tube from alinity mp) and again, it generated a result of other hr hpv a. The same scenario was experienced with (B)(6). Original run the sample generated a result of not detected, but when the sample was repeated the same day, it generated a result of other hr hpv a. It was not confirmed which result was reported outside of the laboratory. There has been no report of impact to patient management.